Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer is alleging that her heating pad started to catch on fire. There was not a report of injury with this incident.